Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Dr. Was trying to remove the specimen through a 12mm port site and on exertion the bag ripped due to the size of the gallstones and the durability of the bag. There was no fragmentation of the bag. The gallstones were inside the bag at the time of breakage. The gallstones remained in the bag and they had to use the old retrieval bag and transfer the gallstones into the old bag. There was no patient injury. The product will be returning. Type of intervention: the gallstones remained in the bag and they had to use the old retrieval bag and transfer the gallstones into the old bag. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The tissue bag was returned detached from the introducer rod. The tip of the bag was found to be broken and stretching was also observed around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke because the specimen was too large for the extraction site. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.